Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0 x 200mm, 150cm ranger paclitaxel-coated pta balloon catheter was selected for the endovascular treatment; however, during the first inflation at 10 atmospheres for 30 seconds duration time, the balloon ruptured. The device was able to be removed normally with no complications. A different device was used to complete the procedure. The patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter state/province- (B)(6).